Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (scope incompatibility error) was confirmed. In addition to the e315 unsupported scope connection error code, additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the light guide lens had a crack, the control unit had discoloration, the scope connector cover unit had corrosion due to water leakage, the suction connector was dirty due to water leakage, the adhesive on the bending section cover had a crack and a chip, the play of the up/down knob was out of standard value, and the scope ID was not displayed. Also, the following components had scratches: the protector of the universal cord on the scope connector side, the scope connector cover unit, the free/engage lever and knob, the up/down and right/left knobs, the flexibility adjustment ring, the switch box, the plastic distal end cover, the scope connector cover, the universal cord, the grip, the control unit, and the suction connector. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been nine years since the subject device was manufactured. Based on the results of the investigation, the root cause of the e315 unsupported scope connection error code could not be identified. A likely cause to the event could be breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The issue is addressed in the instruction manual: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system: 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the user that when using an evis lucera elite colonovideoscope, there was a scope incompatibility error code. There was no improvement after cleaning the contact part. The event occurred during preparation for use and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was an e315 unsupported scope connection error code. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.